Event description:
It was reported that the patient, on the second day of ilet pump use, experienced hypoglycemia after a usual lunch, with a documented glucose low of 53 mg/dl and self-reported increased insulin sensitivity. Symptoms included sweating and disorientation. Outcomes included an urgent low glucose event that required oral glucose administered with assistance, after which glucose returned to range, with no hospitalization. Investigation included troubleshooting and education provided to the patient. Investigation of this case revealed no device malfunction reported and no component failure identified, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.